Event description:
The reporter stated that a peripheral IV was set deliver d10w and amicor at a rate of 130 cc/hr on a valley lab 7000 pump. The infusion was started at 9:00 with 120 ml in the burette and 10 ml remaining in the bag. The infusion took 2.5 hours to deliver. No alarms were noted. The pt was stable and the glucose level was unchanged. The set had been in use for 2 days at the time of the occurrence.